Manufacturer narrative:
During additional product assessment by the biosense webster product analysis lab on january 4, 2019, the scanning electron microscope (sem) showed evidence of mechanical damage, a sharp edge and foreign material under ring #1. A fourier transform infrared spectroscopy test (ftir) was also performed on (B)(6) 2019 and the results showed that the white particle is primarily composed of polyethylene-based material with barium sulfate-based. This composite material is widely used as radio pacifier along medical devices industries. The foreign material issue and the integrity issue of the sharp edge remain reportable issues as they were initially reported. The investigational analysis has been completed on january 21, 2019. Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. The catheter could not deflect. Another catheter was used to complete the procedure. There was no patient injury reported. The device was inspected and the ring 1 was found squashed and lifted. Also, material was found exposed under the ring and it was observed shifted down over the pebax. Then, a deflection test was performed and it was found within specifications. The catheter was deflecting correctly. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed evidence of mechanical damage, a sharp edge and foreign material under the ring. It is possible that the damage was generated with an unknown object. No other anomalies were observed. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the white particle is primarily composed of polyethylene-based material with barium sulfate-based. This composite material is widely used as radio pacifier along medical devices industries. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the damage observed on the tip cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation with the sheath, however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30032901m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. The catheter could not deflect. Another catheter was used to complete the procedure. There was no patient injury reported. The deflection issue was assessed as not reportable. Since the catheter was unable to deflect, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster product analysis lab received the catheter for evaluation and discovered on december 7, 2018 that ring 1 was squashed and lifted. Material was exposed from under ring 1. In addition, ring 1 was shifted down over the clear pebax. The returned catheter integrity issues and the foreign material found under ring 1 were assessed as reportable issues. The awareness date of these reportable issues is december 7, 2018.